Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2011, patient presented with following pre-op diagnoses: low back pain, l4-5 degenerative disc disease with loss of disc height and endplate changes. Left lower extremity radicular pain with severe left dorsiflexion weakness, bilateral l4-5 foraminal stenosis with left sided compression of the exiting l4 nerve root. Procedure: minimally invasive l4-5 bilateral decompressions of stenosis with transforaminal lumbar interbody fusion and bilateral pedicle screw placement(placement of interbody peek cage, placement of bilateral titanium screws). Per operative notes: ¿.. Pledget of bmp was inserted into the interspace followed by a bmp loaded 12 x26 mm peek cage. The position was made appropriate with ap and lateral fluoroscopic guidance..¿ patient alleges unspecified injury due to use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.